Event description:
A caller reported a tandem mobi cartridge alarm, confirmed as cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. The customer was advised by customer technical support (cts) to replace the pump with a new one featuring updated software. Cts arranged for the shipment and provided necessary instructions to the caller, who understood and acknowledged them. The call ended before the replacement process was complete, so cts will need to continue the process when the customer calls back.